Event description:
It was reported via repair work order that the securing mechanism has come off the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported in error that the securing mechanism has come off the cot. This unit did not have any complaint reported for the securing mechanism.

Manufacturer narrative:
It was reported in error that the securing mechanism has come off the cot. This unit did not have any complaint reported for the securing mechanism.